Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, a small abrasion was observed on the atrial lead. The physician used a lead repair kit to repair the lead. The patient was discharged after the procedure.